Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. The patient reported that the day of the event the cgm reading dropped fast without any alert and because of this he lost consciousness. No cgm reading was reported but it was stated that the cgm reading did go past the alert threshold. At that time, he was talking to a neighbor who was able to catch him before he would have hit the ground. An ambulance was called but no further information was available regarding treatment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.